Event description:
Severe stomach, lower back pain, and uncontrollable bleeding that at times will produce blood clots and pass through clothing worn. Have been experience severe pain, feeling nausea, uncontrollable bleeding, bad headaches. Have been at times unable to sleep when pain occurs. Lost of weight which was a great concern.